Manufacturer narrative:
This cypher sirolimus- eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus- eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.

Event description:
The report received from the clinical study registry indicated that a peri-procedural infarction occurred during a percutaneous coronary intervention. The myocardial infarction was non q-wave anterior wall and target vessel related. Two lesions were treated during the procedure, the proximal and the mid left anterior descending coronary arteries (lad). The target lesion in the proximal lad was described as 3.5x 20mm long, de novo, irregular with little or no calcification. It was 99% stenosed with a type b2 classification. Additionally, it was bifurcated with inability to protect major side branch. The mid lad was described as 3.0 x 30 mm long with no side branch involvement. It was irregular, 99% stenosed with a type b2 classification. It is unk how or when the infarction occurred and it was determined as unrelated to the cypher stent but highly probable to the procedure. The event resolved without sequel.